Manufacturer narrative:
Patient weight was received.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the firmware and hardware of the imaging system were not operating as designed. Analysis found that the software functioned as designed.

Manufacturer narrative:
Patient weight not available from the site. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging system displayed an initialization prompt and would not progress past after fifteen minutes after being brought into the operating room (or). Once the door of the imaging system was brought around the patient, the imaging system displayed that the system was in "stand alone mode" restarting the imaging system and viewing station of the imaging system restored functionality. There was a reported delay to the procedure of less than ten minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.